Event description:
It was reported that the patient was experiencing ineffective therapy on the left side of their body. High impedances were noted. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 1627487-2022-04292. Additional information received indicates that the lead extension and ipg were explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.